Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. 097052- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure conformation test". The patient's concurrent conditions included weight normal (bmi: 23.293), ovarian cyst and adenomyosis. Concomitant products included baclofen (bactab) and metoprolol. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2016, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea") and ovulation pain ("pelvic pain initially during ovulation"). The patient was treated with ibuprofen (motrin), levonorgestrel (mirena) and surgery (bilateral salpingectomy (B)(6)2015)/total hysterectomy (B)(6)2018),unilateral oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, female sexual dysfunction, migraine, headache, nausea, weight increased and ovulation pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypertension, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, ovulation pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: genital hemorrhage." Most recent follow-up information incorporated above includes: on 10-jan-2020: ¿update of information (batch is inv).¿ a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 28-year-old female patient who had essure (batch no. 097052) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure conformation test". The patient's concurrent conditions included weight normal (bmi: 23.293), ovarian cyst and adenomyosis. Concomitant products included baclofen (bactab) and metoprolol. On (B)(6) 2009, the patient had essure inserted. On 1-may-2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 1 month after insertion of essure. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On 31-mar-2016, the patient experienced hypertension ("high blood pressure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea") and ovulation pain ("pelvic pain initially during ovulation"). The patient was treated with ibuprofen (motrin), levonorgestrel (mirena) and surgery (bilateral salpingectomy ((B)(6) 2015)/total hysterectomy ((B)(6) 2018),unilateral oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, migraine, headache, nausea, weight increased and ovulation pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypertension, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, ovulation pain, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: genital hemorrhage." . Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received : lot number added, events added- dysmenorrhea,pelvic pain initially during ovulation. Events onset date and concomitant drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure conformation test". The patient's concurrent conditions included weight normal (bmi: 23.293), ovarian cyst and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), hypertension ("high blood pressure"), nausea ("nausea") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen (motrin), levonorgestrel (mirena) and surgery (unilateral oophorectomy/bilateral salpingectomy ((B)(6) 2015)/total hysterectomy ((B)(6) 2018)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, migraine, headache, nausea and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, hypertension and abdominal pain lower had resolved. The reporter considered abdominal pain lower, female sexual dysfunction, genital haemorrhage, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: genital hemorrhage." Most recent follow-up information incorporated above includes: on 3-may-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical/concurrent condition was added. Essure indication was amended. Essure insertion and removal date were updated/added. Treatment medications were added. Per plaintiff fact sheet: unspecified event: injury was updated to more specific events: pain: pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headache, high blood pressure, nausea, weight gain, cramping and did not undergo essure conformation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.